Event description:
It was reported that a washer and a spring came off the sagittal saw attachment during a procedure. An alternate attachment was used to complete that procedure, no adverse event was reported, no clinical significance was attributed to the few minutes delay reported.

Manufacturer narrative:
Additional information will be submitted once the device is received and evaluated. (B)(4): device has not yet been received.

Event description:
It was reported that a washer and a spring came off the sagittal saw attachment during a procedure. An alternate attachment was used to complete that procedure, no adverse event was reported, no clinical significance was attributed to the few minutes delay reported.

Manufacturer narrative:
The customer's compliant was confirmed during the evaluation of the device. It was noted that found the input shaft guide was separated from the attachment and the compression spring and the retaining ring were also missing from the device. It is likely the reported event was due to the retaining ring since once this component is loose or missing, it can cause the compression spring and input shaft guide to slide off the driveshaft.